Manufacturer narrative:
The device involved in this event will not be returned for eval.

Event description:
Coiling treatment of a ruptured anterior communicating artery aneurysm. It was reported the coil perforated the aneurysm during coil delivery. This subsequent caused deterioration of the clinical status of the pt. The pt was reported to have expired.